Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric, de novo lesion in the proximal left main coronary artery. Pre-dilatation was performed with a 3.0x8 mm non-abbott balloon dilatation catheter (bdc). The 4.0x8 mm rx xience prime stent delivery system (sds) was advanced without resistance in the patient anatomy, however when the sds reached the target lesion, the stent could not be seen. The xience prime stent was found at the distal inner lumen of the guiding catheter. The guiding catheter, sds and the dislodged xience prime stent were removed together as a single unit. A new guiding catheter was advanced in the patient anatomy, a 4.0x12 mm xience prime stent was successfully deployed, which was post-dilated with a 4.0x8 mm nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.